Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. It was reported that the pt stated their device only helped their bladder symptoms for about the first year and after that they felt no stim sensation and experienced no benefits to the therapy. Pt stated all this time they've felt nothing until last friday morning where the device went haywire. Pt stated they are getting lightening bolt sensations through their private area every 20 seconds. Pt stated they have lost their programmer so they have no way of checking the system or turning it off, even though they thought it was already off. Pt stated they went to the hospital on friday night and was in touch with their managing doctor. Pt stated the rep reassured the doctor on friday night that they would meet the pt on monday to assist them, however pt has heard nothing and is in pain. Pt stated they've experienced many falls in the past, but have not had any falls or trauma recently. Pt also stated they did a CT scan while at the hospital and stated they didn't see that any part of the device had shifted. Pt services will reach out to the representative to notify them of the situation.